Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on 28-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and the medical doctor considered the char excessive for this catheter. Char was observed on the tip of the ablation catheter when it was removed from the body. No patient consequence was reported. Additional information was received on 01-aug-2024. There were no errors throughout the case and no visible defects noted on the catheter. No issues related to temperature and flow on the catheter noted. Generator was in qmode+ throughout the procedure. Cut offs were set at default at 90watts, 65 degrees. No noted settings were documented. The patient was anti coagulated and maintained an act >350 throughout the procedure per the medical doctor¿s protocol. No neurological symptoms exhibited. The medical doctor considered the char excessive for this catheter. Medical doctor rounded patient post procedure to check for deficits and none noted. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation used was not greater than 60 seconds. All lesions were 4 seconds per qmode+ parameters. Average contact force was not above 40 gms. Irrigation rates used were per qmode+ default settings. Pre-ablation high setting at 8ml/min for 2 sec per qmode+ parameters. Heparinized saline only used for irrigation. The char issue was originally considered non-reportable, however, bwi became aware that the medical doctor considered the char excessive for this catheter on 01-aug-2024 and have reassessed the event as reportable. The awareness date for this record is 01-aug-2024.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. Char was observed on the tip of the ablation catheter when it was removed from the body. No patient consequence was reported. The medical doctor considered the char excessive for this catheter. The device evaluation was completed on 10-sep-2024. The device was returned to biosense webster, inc. For evaluation. A visual inspection evaluation, irrigation, temperature, and impedance tests of the returned device were performed following biosense webster, inc. Procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A temperature and impedance test was performed, and the results were found within specifications. Afterward, an irrigation test was performed and it was observed that the device was partially occluded. Further investigation revealed reddish material occluding some of the irrigation holes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material observed in the irrigation holes could be related to the char residues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the char material could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of the biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).